Manufacturer narrative:
Corrected information is provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened 1.2mm db angled side port knife, in a blister, with tip protector was received for the report of blunt knives. Sample was visually inspected and found to be conforming. Functional penetration testing was then performed and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened sample was found to be visually and functionally conforming, therefore blunt incision knives as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knives were manufactured to specifications. However, a nonconformance investigation was completed to investigate the trend identified for dull cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery an ophthalmic cutting knives were found blunt. The surgery was completed on the same day. Patient impact was not reported. This complaint is pertaining the ten of thirteen reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).